Event description:
A physician has had fourteen occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, right eye 1999. The pt subsequently developed what the surgeon describes as moderate vitritis leading to vitreous tap 1999. The surgeon does not believe these reactions are lens related.